Event description:
It was reported that the ilet bionic pancreas displayed repeated alert 60 messages indicating a restart requirement and a bluetooth communications error after a meal announcement, and the user experienced multiple immediate recurrences of the alert despite device restarts and placement on a charging pad. No reported symptoms, blood glucose impact, or clinical effects. Outcomes included replacement of the device and instructions to disconnect, power down, and revert to backup therapy until receipt of the replacement. Investigation included technical troubleshooting, user education regarding restart attempts and power cycling, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.